Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: during placement from femoral approach the celect-pt filter stuck inside the introducer sheath and was ¿forcibly removed in the opposite direction¿. Another filter was successfully placed. The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. The femoral introducer with loaded celect-pt filter was returned for evaluation. The device evaluation determined the following: the secondary filter legs were severely damaged and pushed upwards. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. The review of the relevant manufacturing records confirms the failure has not previously occurred for this manufacturing lot. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is no evidence to suggest that the user did not follow the instructions for use and/or label. A definitive cause could not be determined from the investigation. Possible causes are a kink/damage in the introducer sheath or rotation of filter inside the sheath. However, the introducer sheath was not returned for investigation. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref (B)(4). G4) similar to device marketed under 510(k)/PMA: k233680. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: during inferior vena cava filter placement, the filter became jammed at the tip of the delivery sheath and could not be advanced further. Repeated attempts to advance it failed. The filter was then forcibly removed in the opposite direction. Due to the forceful reverse extraction, the filter was damaged. A wire guide was reinserted, and a new inferior vena cava filter and delivery sheath were used. The procedure proceeded normally. Indication for filter placement: the patient is elderly, bedridden for an extended period, and has developed a new cerebral hemorrhage. Deep vein thrombosis was detected in the lower extremities, precluding regular anticoagulation therapy and the placement of an inferior vena cava filter to prevent fatal pulmonary embolism. No anatomical abnormalities were identified in the patient's common femoral vein. After replacing the inferior vena cava filter delivery sheath, the inferior vena cava filter was successfully placed. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.